Event description:
It was reported that during an unknown thoracic procedure; it was observed that the stapler started briefly and then immediately jammed. They pressed the reverse button and opened the top. It was impossible that there were any staples anywhere, since this was the very first cartridge. It was reported that the event occurred after dissecting and circumventing the pulmonary vein, when the vascular stapler was deployed. This was the first cartridge from the kit that was inserted correctly. The procedure was completed successfully with a delay of 10 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/17/2025. B3: only event year known: 2025. D4: batch#: 453d12. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Customer said it started and stapled but it felt after 3mm in lock out position, I checked the reload not because it was in the complaint box since 2 weeks. Or did the device start to deploy staples and cut but could not be completed (partially fire)? Complaint team has to check the reload if its fired or not ¿ customer said partially (3mm). Or did the device fully fire and stop during the automatic knife return? No it stopped after 1-2 seconds and they tried to return it. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. With return button the device could open and removed again. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 1.) Squeezing 2. Knife reverse switch did the jaws eventually open? The opened after knife reverse switch. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 453d12, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.